Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that system would not turn on. Further, it was found that the customer had reported the issue mistakenly. The system was in use and was working without any problem. Prior to this reported issue, a similar incident was reported in the case ID (B)(4) where it was reported that the system was completely blocked and it didn't turn on or off. The fse arrived at the site and concluded that the system worked normally and the error log showed no fault in the system. In this case also, the fse concluded that there was no issue with the system. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The health impact code was corrected.